Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was returned for investigation, and both initial inspection and manufacturing record review confirmed it passed all functional tests and final qa/qc release criteria. The reported camera frame-rate issue was evaluated and found to be a brief, one-second drop from ~30 fps to 14 fps, with immediate recovery and no further occurrences. The camera operated reliably overall, and the transient frame-rate dip was not temporally associated with the adverse event, making it unlikely to have contributed to the pneumothorax. Video review identified no use errors or system malfunctions. No unintended scope or tool movements were seen, and the system functioned as intended throughout.. The physician did not attribute the pneumothorax to the galaxy system, stating it resulted from the pleural-based nature of the nodule. Video review supports this conclusion, as the lesion's anatomy posed an inherently elevated risk independent of device performance.

Event description:
A pneumothorax was identified following a galaxy-assisted biopsy procedure of a pleural-based nodule. A chest tube was inserted, and no further complications or interventions were reported. This patient is enrolled in a clinical trial and is a nonsmoker and had a lesion located at the periphery of the lung. A malfunction of a camera frame-rate error was reported. Attempts to gather additional patient demographics were unsuccessful.